Event description:
On 6/15/76 device was implanted. On 6/28/79 the cylinders and reservoir were revised. On 8/6/96 the cylinders and pump were removed from the pt and replaced, reason not indicated. Add'l info received on 10/14/96 indicates fluid loss and would not inflate.